Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 2003. Subsequently, the patient underwent a debridement procedue on (B)(6) 2007, where all components were removed and another total hip was implanted on july (B)(6) 2007. A revision procedure occurred on (B)(6) 2008, to remove and replace components and place antibiotic beads. Two subsequent revision procedures took place on (B)(6) 2009 2009, due to infection. Additional information received reports a subsequent revision procedure occurred on (B)(6) 2011 due to infection. The cup and head were removed and replaced with biomet product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-02075 / 02076). The previous revision procedures on (B)(6) 2007, (B)(6) 2008, (B)(6) 2009 ,were removed on medwatch numbers 1825034-2010-00588 and 00589 and 1825034-2013-01425/01436.

Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 2003. Subsequently, the patient underwent a debridement procedure on (B)(6) 2007 where all components were removed and replaced with cement spacers and another total hip was implanted on (B)(6) 2007. A revision procedure occurred on (B)(6) 2008 to remove and replace components and place antibiotic beads. Two subsequent revision procedures took place on (B)(6) 2009 and (B)(6) 2009 due to infection. Additional information received reports a subsequent revision procedure occurred on (B)(6) 2011 due to infection. The cup and head were removed and replaced with biomet product.

Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 2003. Subsequently, the patient underwent a debridement procedure on (B)(6) 2007 where all components were removed and another total hip was implanted on (B)(6) 2007. A revision procedure occurred on (B)(6) 2008 to remove and replace components and place antibiotic beads. Two subsequent revision procedures took place on (B)(6) 2009 and (B)(6) 2009 due to infection. Additional information received reports a subsequent revision procedure occurred on (B)(6) 2011 due to infection. The cup and head were removed and replaced with biomet product.